Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient felt that the device was not working because she experienced more leaks than usual. On (B)(6), it was reported that they believed the lead may have come out. There were no further symptoms or complications reported or anticipated.